Event description:
It was reported via repair work order that the cot was unable to lock into the cot fastening system due to a broken cot retaining post screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.